Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) battery depletion-normal.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during last follow up, had battery voltage of 2.89 volts. One year late, could not get telemetry as if the device was completely dead. The device was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during last follow up, had battery voltage of 2.89 volts. One year late, could not get telemetry as if the device was completely dead. The device will be replaced. No patient complications have been reported as a result of this event.